Manufacturer narrative:
This report is being amended to reflect changes. This new information does not change the previous investigation.

Manufacturer narrative:
(B)(4). Visual inspection confirms that the device was in excellent condition. Three functional tests were performed using a 1.8mm cable. Each test found that the device held the cable securely and tensioned to the maximum load, 100 pounds. The lot was manufactured on feb 17, 2015 and therefore had been in the field for more than 4 months. This device is used for treatment. A product history search revealed no additional complaints against the related part and lot combination. The reported event cannot be confirmed. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that the device was difficult to operate.